Event description:
The customer reported that their pump had an alarm. Troubleshooting was performed. The alarm could not be confirmed. Few days later, the customer called back and stated that their device did not have an audible tone. Suggested changing the alert type to vibrate. A self-test was performed. The audible tone could not be heard.